Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. Fse replaced the ion selective electrode (ise) buffer syringe, ise sample pot and the ise sample pot mix paddle to resolve the issue. (B)(6).

Event description:
The customer reported obtaining erroneous sodium (na) and high chloride (cl) results involving the au480 clinical chemistry analyzer. The false high results were reported outside the laboratory. Quality control was within the laboratory's established ranges prior to the generation of the false high results. There was no change to patient treatment in association with this event.